Event description:
It was reported that the patient developed an open wound along the catheter track. The surgeon elected to cut the catheter at the lateral site and remove the catheter from the spinal incision. The catheter was discarded. The pump remained in the pump pocket and was reduced to minimum rate. The device system was used to deliver baclofen. The patient outcome was reported as no injury and no adverse event. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type programmer, patient product ID 8 709sc, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type catheter.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed no anomaly found.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that during the catheter removal the pump had been programmed to minimum rate and with a reservoir volume of 40ml. During the catheter re-implant procedure on (B)(6) 2012, the pump was aspirated and was found to be empty. Therefore the pump was replaced to prevent possible pump tubing failure as it at been on minimum rate for an extended period of time. There were no patient symptoms or injuries at this time. Patient outcome was reported as no injury or adverse event.